Manufacturer narrative:
Leaflet tears occurring over time are a form of structural valve deterioration that may ultimately result in significant regurgitation requiring replacement of the valve. In this case, the explanted device was not returned to edwards for analysis because it was discarded at the hospital. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event, or confirm the clinical observation, with the available information. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this 25mm bioprosthetic aortic heart valve was explanted after eight (8) years, six (6) months due to a torn leaflet. During the procedure, a torn leaflet in the cusp, in the area of the left coronary artery, was observed. This was replaced with a 23mm pericardial bioprosthesis and the patient left the operating room in stable condition after having tolerated the procedure well.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received additional information that this 25mm heart valve was explanted due to moderate aortic regurgitation and severe stenosis. Upon visualization, the valve had a torn leaflet in the area of the left coronary artery. The patient was later discharged to a rehabilitation facility.